Manufacturer narrative:
Results - bd received three photographs and samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for misprinted labels with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion - complaint confirmed. Root cause: this can occur if the ink is running low or if there is something that is on the mat.

Event description:
It was reported that some labels of the bd vacutainer® plus plastic edta blood collection tubes were printed incorrectly, missing letters. No injury or medical intervention reported.